Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. Due to damage on charge coupled device unit, image noise occurred, and the image could not be seen. Due to damage on charge coupled device unit, b31(scope communication) error occurred. Due to damage on circuit board of video plug section, e218 (scope malfunction) error occurred. In addition, the bending section cover had a scratch. Adhesive on bending section cover had a chip. Due to wear of lock engagement lever, bending section could not be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope had an image error and scope communication error. The unspecified therapeutic procedure was completed using the subject device. There was no delay in procedure or reported patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image noise, errors b31 (scope communication), and e218 (scope malfunction), were due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.